Event description:
Reporter stated the co2 result for one specimen was originally resulted as 33.3 mmol/l and upon repeat was 20.9 mmol/l. The another analyzer. The second result was provided to the physician. The field service engineer decontaminated the instrument and ran a quality control procedure but was unable to identify the cause of the event.